Event description:
It was reported that during a gastrointestinal diagnostic procedure, the patient with this pacemaker exhibited an asystole during 10 seconds. Post procedure, the patient presented a suspected loss of capture. Additionally, the threshold has being increasing. All measurements were within normal limits. The field representative reprogrammed the device and increased the pacing output. This pacemaker remains in service. No adverse patient effects were reported.